Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as it decreased. The device remains in service. No adverse patient effects.

Manufacturer narrative:
Additional information was obtained: the device did not go through any replacement procedure. There was a mix-up of devices on the distributor side. The other device explant was already capture.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as it decreased. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. The device remains in service. No adverse patient effects.

Manufacturer narrative:
Additional information: a1. Patient identifier. A1. Date of birth. A2. Age at time of event. A3. Sex.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as it decreased. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. The device remains in service. No adverse patient effects.

Manufacturer narrative:
Additional information: b5. Describe event or problem.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as it decreased. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. The device remains in service. No adverse patient effects.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as it decreased. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. The device remains in service. No adverse patient effects. Additional information was received, the device was explanted and replaced.

Event description:
It was reported that this pacemaker was suspected to be depleting prematurely as it decreased. Data analysis showed the battery appeared to be depleting more quickly than expected, and a boston scientific technical services (ts) consultant recommended device replacement. The device remains in service. No adverse patient effects. Additional information was obtained, the device was explanted and replaced. The device is not expected to return for analysis.

Manufacturer narrative:
Additional information: b5. Describe event or problem. B1. Adverse event/product problem. B1. Outcomes attrib to adv event. H6. Impact codes.